Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner had not been working. A technical support specialist (tss) instructed customer on how to use bin barcodes, and the scanner was confirmed to be working fine afterward. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower wrong barcode was scanned when trying to get out a medication as it's failed to work. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.